Event description:
Customer reported that the device did not have enough power. This is report 1 of 1 for event # com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, was noted that the gears were damaged due to lack of inappropriate cleaning and/or maintenance. Additionally, the shaft wore out and the housing was damaged, cleaning agents remainders were present. Device was inspected, and repaired by replacing a few components.